Event description:
It was reported that bd maxzero extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the set broke while in use on a patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the set broke while in use, and returned photos of material mx9060, lots 24099251, 24099252. Upon visual examination, the complaint of separation at the nac-y in the middle of the tubing, was verified. The tubing/y-site connection was separated. There is photo evidence for both the inlet and outlet of the y-site separation, for two occurrences. The manufacturing plant found the root cause for the separation to be related to insufficient solvent applied during the assembly of the tubing. The plant did not take any actions to address the failure as the line for material mx9060 was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.